Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient stated 'I'm not really fond of it (therapy) anyway. I don't know if it really does that much good or it does some good or not.' Patient mentioned that the last time they used the controller, they turned the stimulation off because the stimulation was stronger than it ever was and they hadn't changed the settings. Agent called patient back to further inquire, and patient stated 'it hasn't been doing much good now - I'm not sure it ever really did when it was put in, but we thought we'd give it a try. Now, my back can be hurting pretty good, and I can feel the stimulation, but it doesn't seem to change the back pain much ever. I don't know if it (ins/therapy) ever did help, maybe it did a little bit. I can't say for certain that it didn't but it's never done what I hoped it would do.'